Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided, but best estimate during (B)(6) 2017 post implant. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 25.0 diopter intraocular lens (iol) was implanted (B)(6) 2017. Post-operatively, the patient has low visual acuity. The patient's pre-operative visual acuity was 20/25 and post-operatively it is 20/80. Reportedly, lasik will probably be performed as surgical intervention. No additional information was provided.